Manufacturer narrative:
The reported events of difficulty removing the guidewire and lead damage were confirmed. As received, a complete lead with stuck guidewire was returned in one piece. The ptfe coating of the stuck guidewire was stripped and was found bunched up with the inner coil distal to the connector pin. The connector pin with the crimp sleeve were found pulled out of the connector cap consistent with damage due to excessive forces applied while attempting to remove the guidewire from the lead during the procedure. The connector cap was in place and intact in the connector assembly. The cause of the reported events was isolated to the bunching of the guidewire ptfe coating inside the inner coil at the connector region that prevented the removal of the guidewire and excessive forces resulted in the connector pin with the crimp sleeve to be pulled out through the connector assembly.

Event description:
During implant, the guidewire was unable to be removed from the left ventricular (lv) lead. During the process of removing the guidewire the lv lead was damaged. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.